Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper arm actuation issues. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (fmr) grade 2-3. Clip delivery system (cds 70222u187) advanced to the left atrium (la) without reported issue. The clip was opened and the grippers were attempted to raise; however, one gripper arm would not raise. The gripper lever was pushed and pulled several times. The gripper lever was then pulled beyond the blue line with no success of raising the gripper arm. The clip was closed and then opened again, again there was no success raising that gripper arm. The gripper arm remained in the down position. Reportedly, the physician prefers the old instruction for use (IFU) steps in which the clip is opened for the first time in the la and grippers raised. Reportedly, this allows the operator to control via fluoroscopy the gripper arms are raising after positioning in the la and opening for the first time. The device was removed without reported issue. Two clip delivery systems were used in replacement. There was difficulty grasping the leaflets due to anatomy, however both clips were implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. The reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that there were interactions during the procedure (unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.